Manufacturer narrative:
.

Manufacturer narrative:
From the analyses conducted during this investigation, it was shown that the taylor spatial ring most likely fractured by mechanical overload. A fracture can occur if the mechanical load applied to the device exceeded the strength of the material.

Event description:
Revision surgery was reported.